Event description:
A customer reported a malfunction on their insulin pump but noted no notable events prior to the malfunction occurring. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a safe range. The customer managed to reset the pump and continue using it for insulin delivery. However, due to the repeated malfunction, technical support decided to replace the pump. They instructed the customer on preparation steps for the new pump and the return of the faulty pump, and a replacement was sent without requiring a delivery signature.